Event description:
It was reported that the device had broken lower platen hinge. The product issue was observed by bd associate during site visit. There was no patient involvement. It was reported that the devices were taken out of service and sent to the hospital's clinical engineering for repair.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.